Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in coma and was hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 600mg/dl. Customer stated that she was feeling sick. The customer was treated with a bunch of IV fluids and insulin drip and was in the hospital for two and a half days. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.